Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. The returned device indicated a missing set screw. (B)(4)

Event description:
It was reported that during implant of a new lead , the setscrew failed to tighten the lead into the implantable cardioverter defibrillator (ICD). The device was replaced. No patient complications have been reported as a result of this event.